Event description:
Medtronic received information that this bioprosthetic aortic valve exhibited regurgitation after approximately one year of service, which was noted by tee. The surgeon explanted the valve without reported patient complication. Aortic root angio showed significant aortic regurgitation which was confirmed by tee, the lv function was very poor. The patient needs to have his paravalvular leak dealt with surgically. <2008> 3 echoes received for review, sent to dr. <2009>. Received information that hcp repaired the paravalvular leak in 2009.

Manufacturer narrative:
Evaluation: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: exact cause of event cannot be determined. Analysis: the DHR for this device was reviewed and no issues were revealed that would have impacted this event. Due to the limited amount of information provided, the exact mechanism of failure could not be determined. Echos were obtained and reviewed by a independent physician, who described "mild to moderate paravalvular aortic regurgitation. The aortic regurgitation probably is not of hemodynamic significance, and does not appear sufficient to cause left ventricular dilation or systolic dysfunction." Conclusion: the device has not, nor will be returned for analysis. The device history records revealed no issues that would have impacted this event. Medtronic continues to monitor field performance to detect similar events, should they occur. Device remains implanted. Unable to determine root cause of reported regurgitation but echo review confirms the presence of mild to moderate paravalvular aortic regurgitation. Echo review by dr. David bach impression following aortic valve replacement, there is mild to moderate (1+ to 2+ out of 4+) paravalvular aortic regurgitation. The regurgitant jet origin is posterior to the sewing cuff, located adjacent the non-coronary sinus of the valsalva and immediately anterior to the base of the anterior mitral valve leaflet. The aortic regurgitation probably is not of hemodynamic significance, and does not appear sufficient to cause left ventricular dilation or systolic dysfunction.